Event description:
Ahmed tube shunt was placed (B)(6) 2025 and had to be replaced (B)(6) 2025 r/t original tube shunt malfunction.

Manufacturer narrative:
The device history record (DHR) for the reported lot was reviewed, and no issues were found, the product was manufactured, tested and released according to validated procedures. The explanted valve underwent visual inspection and functional testing, with no issues identified. Additionally, a steady state pressure test was conducted to simulate physiological flow conditions, and the valve passed the test with results within the expected range. Could not replicate or confirmed any malfunction, the returned valve met the acceptance criteria and performed as expected during testing.